Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The device was not received because it was repair locally. To solve the issue the power supply board and the kit flex speaker have been replaced. The defective part was received in brézins for investigation. According to our investigation, nothing visual has been noticed on either component. Reproducible tests have been carried out on the components and : for the power supply board, reported event is not confirmed and all the tests were compliant with the device specifications. For the kit flex speaker, in infusion mode, the device triggered at the low level of the loudspeaker during the ""flow validation"" time-out alarm which confirmed the event. For this complaint the root cause of the reported event of error 51 is related to a faulty speaker. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. This complaints has been reported as MDR to FDA.

Event description:
The following has been reported: error 51: pumpe meldet speaker defekt und alarmiert. // error 51: pump reports speaker defective and alarms reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.